Event description:
The acetabular component was revised for unknown reasons. The femoral stem and femoral head components were also removed at this time.

Manufacturer narrative:
Summary of eval: requests were made to obtain the device from the user facility. The device has not been returned; therefore, eval of this event cannot be performed. The device history records for the acetabular and femoral head components were reviewed and no discrepancies were observed. A review of the device history record for the femoral stem could not be performed, as the catalog number and lot code are unknown. The info provided is insufficient to determine whether this event is associated with the device.